Event description:
Information rec'd from singapore distributor regarding the fitting of a pediatric pressure monitoring line which co supplies to them on an "OEM" basis. Per info, a cracked fitting resulted in an air embolism and a pt death during an ECMO (extracorporeal membrane oxygenation) procedure.